Manufacturer narrative:
The reported event could not be confirmed. No issue was observed during functional testing of the autopulse battery (sn (B)(4)). A root cause could not be determined. The battery was functionally tested using a good known reference autopulse multi chemistry charger and was able to successfully charge and displayed four green steady leds battery status check. The battery was also tested using a good known autopulse platform and a light resuscitation fixture, and was able to provide continuous compression for 33 minutes without errors. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for autopulse battery with serial number (B)(4). The autopulse battery is a reusable device and was manufactured on 27 jun 2016. (Device manufacturer date is 06/27/2016): additional data.

Manufacturer narrative:
The autopulse platform was returned to zoll on 12/19/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. Changing battery by a trained rescuer is quick, and similar to the workflow of rescuer rotation. The short interruptions is not likely to cause or contribute to a patient death or serious injury.

Event description:
The (B)(6) fire department received a call from a rehabilitation facility on (B)(6) 2016, for a male who was found pulseless. Upon arrival, the responding team witnessed ineffective CPR was being performed on the patient. The patient was observed to have a large abdomen. The autopulse platform was immediately deployed. The platform provided compressions for approximately 15 minutes and then stopped. According to the reporter, the responding team did not verify the battery status indicator (on the platform) prior to deployment. No alarms were displayed before the platform stopped compression and the reason the platform powered off during use is not known. The autopulse lithium ion battery (s/n: (B)(4)) was removed and a secondary battery (serial unknown) was inserted. Per reporter, the responding emergency team recalls seeing a full battery status indicator on the autopulse platform display before compressions began. However, the autopulse platform stopped working after 5 minutes and again, no alarms were heard before the platform powered off. Ultimately, manual CPR was performed. The responding team was on the scene for 40 minutes until the patient was transported to a.o. Fox hospital emergency department. According to the reporter, the team was on the scene for an extensive time, due to the environment and the patient's return to life sustaining cardiac rhythm at an unspecified time. Subsequently, an unknown time later the patient's cardiac rhythm failed. The patient was pronounced at the emergency dept. By duty ed doctor. The autopulse lithium ion battery (s/n: (B)(4)) is part of a three-battery rotation. It is charged every three days, and is checked at the beginning of a shift between 8am-10am. At an unknown time following the event, the subject battery was returned to the station and placed in the multi chemistry charger. The battery failed to charge. Based on reporter's expertise, the patient's passing was not a result of the reported battery issue.